Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Device history record found no significant anomalies. No deviations or non-conformances were found.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine and juvéderm volbella with lidocaine in the marionette lines and periocular wrinkles. About 3 months later, the patient developed persistent intermittent late edema in the marionette lines and lower eyelids. The patient's face is swelling. Patient was treated with corticoid, hyaluronidase and antibiotics. This is the same event and the same patient reported under MDR ID #3005113652-2019-00336 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volift with lidocaine.